Event description:
After arrival from a transport from another facility, the unit was set to "battery" mode. Subsequently after a period of time the pneumatic module emitted smoke and then caught fire. No patient staff injury was reported. (B)(4).

Manufacturer narrative:
We are still investigating this report. A follow up report will be submitted as soon as we complete our investigation.